Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture due to dislodgement. The patient had not been feeling well. The physician removed the lead then re-implanted it. The patient was doing fine post procedure.